Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Unknown if the lens was implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that intraocular lens (iol) was defective. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/8/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received in a lens case at the manufacturing site for investigation. The sample was observed under microscope and it was observed with viscoelastic residues, a detached haptic and with marks in the optic zone. Since customer did not provide any other information about the complaint beside that the lens was defective, the customer complaint cannot be verified however a detached haptic was observed in the sample received. This condition could not be related to the manufacturing process. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the device were reviewed. The review identified no discrepancy or non-conformity report associated to this production order. The product was manufactured and released according to specification. A review of the complaint history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.